Event description:
Info received indicates the casters no longer hold when in brake.

Manufacturer narrative:
The technician found the casters were worn due to years of use. The technician replaced the four casters to repair the stretcher.